Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information and/or investigational results will be provided in a supplemental report.

Event description:
It was reported that there was a pre-operative issue with the shunt system. Before surgery, when the product was connected and flushed with saline solution for removing air, the flow of the saline solution was not good. The customer used another device instead. Additional information was not provided.

Manufacturer narrative:
Manufacturing evaluation: investigation- the valve was received in the return kit, submersed in an unidentified liquid. Visual inspection - no significant deformations or damage of the valve were detected during the visual inspection. Permeability test - the results showed that the valve was permeable. Adjustment test - the valve was tested and is adjustable to all specified pressures. Braking force and brake function test - the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test - to investigate the claim of over/under-drainage, the opening pressure is measured. The testing apparatus showed that the valve is operating within acceptable tolerances. Results - in the investigations of the valve no deviations could be determined. Based on our investigation, we are unable to substantiate the claim of occlusion. The this time, the valve is permeable. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.